Event description:
The patient's spouse came home and said the pt acted strange. The suspect device was used to check their blood glucose and a result of 70mg/dl was obtained. Pt was taken to the hospital and their glucose was 38mg/dl. Pt was admitted and treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.